Event description:
Customer reports obtaining results of 368 mg/dl, 98mg/dl, 120 mg/dl, 404mg/dl, and 99mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.